Event description:
Adverse event (ae); hypotension, bradycardia, subarachnoid hemorrhage. Time of ae: during and post procedure. Device issue: none. It was reported via trial that the xact stent was successfully implanted in the right internal carotid artery. During the procedure, the patient experienced hypotension and bradycardia with transient asystole. After atropine and neo-synephrine were given, the patient became hypertensive with systolic blood pressures greater than 220. Post procedure the patient was placed on aspirin and plavix. The next day the patient experienced neurological changes including aphasia, dysarthria and bilateral inattention. CT scan revealed a small intracranial hemorrhage with subarachnoid extension, likely due to reperfusion injury. Aspirin and plavix were withheld as well as toprol xl due to bradycardia. Hydralazine was prescribed. The patient was discharged to home on (B)(6)2010 in stable condition and at baseline neurologic status. At a follow-up visit, on (B)(6)2010, the bradycardia had resolved. CT scan done on (B)(6)2010, showed resolution of blood. Aspirin was resumed at a reduced dose, as well as plavix and toprol xl. Hydralazine was discontinued. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effects of bradycardia, hypotension and hemorrhage are known adverse events listed in the xact instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.